Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.5x16mm drug eluting stent, to a vein graft (vg) that was very tortuous, but "it wouldn't make the bend and the proximal stent struts flared." The lesion was pre-dilated with a 2.5mm maverick balloon. The physician then pulled the entire system out as a unit. The procedure was completed successfully with another device, unk type and size. No pt injuries or complications occurred. Pt status reported as ok.